Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that insulin pump is not delivering the correct amount of insulin. During the troubleshooting, no alarms were found, but the customer is still experiencing high blood glucose levels. The blood glucose reading was 430 mg/dl. Customer experienced excessive thirst and fatigue. Customer treated with manual injection. No further information was reported.